Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. The clinician was unable to reproduce with pocket manipulation and isometrics. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (ipg) (B)(6) 2012; 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was further reported that the right ventricular (rv) lead had decreasing r-waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.